Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during set-up, the site's axiem box was showing a fault. No other information provided in regards to what fault. A local representative (cs) was on-site and unable to replicate the issue. This was reported outside of a procedure. There was no patient involved.